Manufacturer narrative:
The monitor and electrode belt have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received one appropriate treatment and three inappropriate treatments. The device was started up at 06:57:36 on (B)(6) 2022. From 05:51:34 to 07:00:55 on (B)(6)2022, an arrhythmia was detected three times. ECG shows idioventricular rhythm @ 80 bpm transitioning to vt from 110-130 bpm. At 07:03:14, an arrhythmia was detected. ECG shows vt @ 130 bpm with CPR/motion artifact. At 07:03:45, the patient received an appropriate treatment. Rhythm at the time of treatment was vt @ 120 bpm with CPR/motion artifact. Post shock rhythm was asystole with pacemaker spikes for 22 seconds transitioning to a paced rhythm @ 30 bpm. At 07:11:25, the patient received the first inappropriate treatment. The rhythm at the time of the treatment was paced rhythm @ 90 bpm with CPR/motion artifact. The post shock rhythm was asystole with pacemaker spikes. At 07:12:35, asystole was detected. ECG shows asystole with pacemaker spikes transitioning to an idioventricular rhythm @ 80 bpm with pacemaker spikes. From 07:15:24 to 07:36:30, an arrhythmia was detected three times. Holter monitor shows a paced rhythm @ 50 bpm degrading to asystole with pacemaker spikes. At 07:54:03, an arrhythmia was detected. ECG shows asystole with pacemaker spikes and motion artifact. At 07:54:34, the patient received the second inappropriate treatment. The rhythm at the time of treatment was CPR/motion artifact. The post shock rhythm was CPR/motion artifact transitioning to paced rhythm @ 140 bpm. At 07:56:20, the patient received the third inappropriate treatment. The rhythm at the time of treatment was asystole with pacer spikes and CPR/motion artifact. The post shock rhythm was asystole with pacer spikes, unconducted p waves and CPR/motion artifact. The electrode belt was disconnected at 08:17:50 on (B)(6) 2022. Per holter monitor the patient was in asystole with pacemaker spikes and CPR/electrode lead fall off at the time of the electrode belt disconnection. The patient passed away on (B)(6) 2022.